Event description:
A us distributor reported that a battery charger was unable to recognize a battery pack.

Manufacturer narrative:
Device evaluation of battery charger has been completed. The reported problem (fails due functional issue) has been confirmed. Upon investigation the battery charger was unable to recognize a battery. The charger returned to the vendor for further investigation. Charger/modem was returned to the vendor for further investigation. There was no adverse event that resulted from the damaged charger.